Event description:
The recipient was implanted on (B)(6) 2018 and presented at the clinic due to extrusion of the implant through the skin on (B)(6) 2019. A revision surgery was performed on (B)(6) 2019. After the revision surgery the device extruded again. It was decided to remove the device and re-implant at a later date. The device was explanted on (B)(6) 2019. The array was left in the cochlea. The device has been lost and will not be received for device investigation. On (B)(6) 2019 recipient was re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the information received from the field the concerned device was explanted due to an extrusion of the device through the skin for the second time. Reportedly the device was lost and therefore a device investigation is not possible.

Manufacturer narrative:
The device has been explanted but has been reportedly lost. Should it be returned to the manufacturer for evaluation, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the recipient presented at the clinic due to extrusion of the implant through the skin. There was no presence of bacteria found. A revision surgery was performed on (B)(6) 2019. After this there was another extrusion. It was decided then to remove the device and reimplant at a later date. The device was explanted on (B)(6) 2019. The device has been lost.